Event description:
Pt undergoing laparoscopic supracervical hysterectomy using davinci robot. When trying to remove vaginal manipulator from pt, manipulator came apart, the green cup fell off the shaft of the manipulator. And the balloon tore off. Surgical services staff and physicians were able to find all pieces of the manipulator prior to pt leaving operating room. Balloon had been deflated by this point in the procedure. Second manipulator from this lot to do this - see other report from (B)(6) 2012. Date of use: (B)(6) 2012. Reason for use: persistent menorrhagia, failed ablation and fibroid uterus.